Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after reprocessing the subject device the oily residue cannot be removed. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. However, a new reportable malfunction was identified during the device evaluation, the image was flickering during angulation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of oily residue could not be detected since the phenomena was not reproduced. The most probable cause of flickering image during angulation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.